Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine and dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had a stroke on (B)(6) 2017 and was in rehabilitation. She was not aware that the rehabilitation healthcare provider (hcp) was not able to fill her pump or prescribe. The patient did not have oral medication at home. The patient did not have a hcp managing the pump and requested help finding a hcp to fill the pump. The patient was due for a refill on (B)(6) 2017. As of (B)(6) 2017, the patient was still looking for a hcp to fill her pump. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.